Event description:
It was reported that the ilet device fell from the charger, the screen cracked, the housing separated into two pieces, and internal components became visible. Symptoms included no reported injury or glucose-related symptoms. Outcomes included the user transitioning to backup therapy without interruption of care. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed a damaged display and enclosure consistent with physical impact during charging. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to accidental drop.